Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty charged coupled device. In addition, the device evaluation also found noise showing on image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the camera head had an image problem, electrical issues. There was no patient involvement. Note: the patient impacted field was updated to "yes" according to the job aid (document patient impact field in inquiry form in gchs). (Sv, (B)(6), 30-may-2024). The information was obtained from the inq-12937 which is a duplicate of this inquiry. The new information establishes that "product return expected? Yes, patient impacted? No, death, injury, or infection likely? No". (Sv, (B)(6), 31-may-2024).